Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction was reported with the use of the adc freestyle libre sensor. The customer experienced symptoms of pain, swelling, and infection at the sensor site and self-treated with tylenol. On (B)(6) 2020, the customer had contact with a healthcare provider who prescribed him cephalexin. The customer did not feel improvement and after 3 days observed the swelling spread to his hand self-presented to the emergency room. He received an x-ray and was prescribed an unspecified antibiotic for 7 days. He finished his prescription and noted some improvement, however a painful lump formed and he self-presented to the hospital. The customer was hospitalized for 3 days where he received intravenous antibiotics and was also given a prescription for clindamycin 150 mg. There was no report of death or permanent injury associated with this event.